Event description:
It was reported that bd facscalibur¿ leaked waste liquid that was not contained within the instrument. The following information was provided by the initial reporter: "was there a fluidic leak or spill? Yes. Was there spray of fluid under pressure? No. Was the leak/spill contained within the instrument? No. Was the leak/spill in a customer accessible location? Yes. What was the fluid that leaked/spilled? Waste. What is the source of leak/spill? (Waste or non-waste line). Waste. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak. No. It was reported that ffss waste pump is leaking."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary scope of issue: the scope of issue is only limited to facscalibur 4 clr basic sensor unit, part # 343202, serial #(B)(6). Problem statement: customer reported complaint of leakage of biohazard not contained within the instrument. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 22dec2020 to 22dec2021. Complaint trend: there are 11 complaints related to the issue of a biohazard leakage not contained within the instrument. Date range from (B)(6) 2020 to (B)(6) 2021. Manufacturing device history record (DHR) review: DHR part #343202 serial # (B)(6), file #343202-924199-e3977, was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the biohazard leakage not contained within the instrument was due to a worn ffss (facs flow supply system) fluidics pump. The customer had initially reported that the ffss waste pump had been leaking and an fse (field service engineer) was sent onsite for the repair. The fse was able to confirm the issue and replaced the pump (pn 348872). After the pump replacement, the instrument was verified to be functioning properly and no further leakages were reported. No parts were requested for evaluation as the replaced part was not returnable and was discarded. Although there was a leakage of biohazard not contained within the instrument, the customer confirmed that they did not come in contact with the leakage and were not harmed in any way. Additionally, the leakage was not in the form of a spray and thus did not increase the risk of exposure. This instrument was not being used for clinical diagnoses at the time of the event and thus did not have any impact on the treatment of any patients. Proper daily and monthly cleaning and maintenance can help maintain a healthy system, and can be found in the bd facscalibur¿ instructions for use, 23-12911-02 rev. 1/vers. A. The safety risk is limited, s2, and there was no impact to customer health or safety. Service max review: review of related work order #: (B)(4), case # 01542696 install date: 20apr2001 defective part number: 348872 - pump diaphragm 24vdc .3l/min 6mw g work order notes: subject / reported: ffss waste pump leaking. Problem description: ffss waste pump leaking. Work performed: came on site and found the the ffss sheath pump failed. Replaced pump and verified operation. Cause: ffss pump failed causing no sheath to be sent to plenum. Solution: system passing all tests. Returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. Risk analysis: risk management file part # 342973-01ra, rev. 01/vers. A, bd facscalibur failure mode and effect analysis was reviewed. The severity rating in this file is ¿5¿ based on the previous scale rating. This rating is equivalent to ¿s2¿ in sop6078-02 rev. 12/vers. J, whereby a waste leak is obvious or indicated by additional (warning) information and hence the impact to the patient is negligible to none. The current mitigations are adequate with rpn under acceptable range. Hazard(s) identified? Yes. No. Droplet containment module function: to contain droplets potential failure mode: droplets are not contained potential effects of failure: all the sample is potential causes/mechanisms of failure: pump not properly sealed current controls: n/a recommended actions: n/a responsible party: n/a target completion date: n/a actions taken: n/a sev: 5 occ: 5 det: 1 rpn: 25 mitigation(s) sufficient yes. No. Root cause: based on the investigation results the root cause of the biohazard leakage not contained within the instrument was due to a worn waste fluidics pump. Conclusion: based on the investigation results the root cause of the biohazard leakage not contained within the instrument was due to a worn waste fluidics pump. The fse confirmed the issue and replaced the worn fluidics pump. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no further leaks occurred. The safety risk is limited, s2, and there was no impact to customer health or safety. H3 other text : see h10.

Event description:
It was reported that bd facscalibur¿ leaked waste liquid that was not contained within the instrument. The following information was provided by the initial reporter: "was there a fluidic leak or spill? Yes 1.was there spray of fluid under pressure? No 2. Was the leak/spill contained within the instrument? No 3. Was the leak/spill in a customer accessible location? Yes 4. What was the fluid that leaked/spilled? Waste 5. What is the source of leak/spill? (Waste or non-waste line) waste 6. Was the customer exposed to blood or bodily fluids? No 7. Was there any physical harm to the customer as a result of the leak no it was reported that ffss waste pump is leaking."